Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Visual inspection of the lead noted an insulation anomaly at 9cm and 11.5cm from helix housing were due to internal abrasion from is-1 ring cables. Failure (event) observed during analysis.